Event description:
A malfunction alarm with code malf 12 was reported for a pump still under warranty, but no notable events occurred before the issue. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, although the malfunction persisted after resetting. Technical support arranged for the pump to be replaced and instructed the customer to use multiple daily injections as a backup therapy. The customer was informed on how to put the pump into storage mode and acknowledged returning the faulty pump using a pre-paid label within ten days.